Event description:
It was reported during stenting and embolization on a patient with two aneurysms located in the carotid siphon (12mm) and opthalmic segment (3mm) of the left internal carotid artery (ica) the physician attempted to deliver the stent to its intended location; however it became stuck in the 3f microdelivery catheter. After a couple of unsuccessful attempts were made to deploy the stent, the physician tried using extra force causing the guide catheter to retract bringing the microdelivery stent system with it which resulted in a portion of the stent prematurely deploying in an unintended location. The physician completed deployment of the first stent and used another stent to complete the procedure. The patient is reported to be stable.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it remains implanted in the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. However, the directions for use (dfu) for this product family in the warnings section states "if excessive resistance is encountered during the use of the neuroform microdelivery stent system or any of its components at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel or a system component". Also, the dfu notes that "advancing the 2f stabilizer catheter independently from advancing the 3f microdelivery catheter may cause premature deployment of the stent. Do not use the 2f stabilizer catheter to push the stent out of the delivery system."